Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a cuff, pump and balloon were implanted. Upon removed of the aus, a hole was discovered in the cuff. No further complications were reported in relation to this surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.